Event description:
The patient reported a broken attachment on the lower part of the silent nite guard. The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported the issue within a few days of the event; the patient was traveling out of the country over a holiday weekend and stopped wearing the guard upon it breaking (1st week of (B)(6) 2025). The patient had 1 week of loss of wear. The device was rinsed with cool water by the patient. The patient maintains followed instructions at home care: rinse it with cool water after use and gently brush with mild soap and a soft toothbrush as needed. They do not have photos.

Manufacturer narrative:
Additional data: a2, a3a, a6, b5, and b7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional data: b3, b5, h6. The device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description: the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. The manufacturer internal reference number is: (B)(4).

Event description:
The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device has been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchors broke on the lower left.